Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was axium coil non-detachment. The patient was undergoing surgery for treatment of a saccular, ruptured, right internal carotid artery (ica), posterior communicating artery branch aneurysm with a max diameter of 5.3 mm and a 3 mm neck diameter. It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate. It was reported that there was a detachment error. There was poor dislodgement of the axium coil. The physician attempted to detach the coil using the instant detacher "3 and 4 times." The physician did not attempt to withdraw using another instant detacher. There was one attempt to remove the device manually via the hypotube. It is unknown if there are any defects with the instant detacher. There was no health hazard. There was no health damage to the patient. The product was not used in an infected patient. The device was prepared as indicated in the package insert.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The causes or contributing factors for the event were not identified. The procedure was completed as a flow diverter was implanted. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.